Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the adjustable pin collet was heating up. There were no patient or user injuries and no adverse consequences reported. The user facility was unable to provide additional information.

Manufacturer narrative:
The collet is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the adjustable pin collet was heating up. There were no patient or user injuries and no adverse consequences reported. The user facility was unable to provide additional information.